Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient reported to fall in early 2022 and followed up with healthcare professional (hcp) and was told one of the leads dislodged. The stim is not really working but patient can feel some. Planned revision for (B)(6) 2024. Cause was due to the fall. Furthermore, the patient's communicator is not turning on at all. A hard-re-set was done several times but will not charge after leaving it for 24 hours. Cause was noted as normal wear and tear. Communicator will be replaced and returned.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va2hdu5, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 14-apr-2023, UDI: (B)(4). G2: country canada. B3: date of event: estimate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.